Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was cardiac perforation due to rv lead. After seeing the cardiac perforation, the physician decided to go with passive fixation lead for the right atrial lead. The rv lead remains implanted as the patient stabilized with no lead issues. The patient was in stable condition.